Event description:
It was reported that the unit went to battery discharged without any alarms to indicated this. Although requested, there were no further details or information provided and no report of harm

Manufacturer narrative:
The customers experience with unit going into battery discharged without any prior alarms to indicate this was confirmed in the pcu device logs. During physical inspection both iui¿s were observed to be dull and with dried fluid residue on the contacts. The front panel was observed to be cracked at the bottom front. Review of the pcu event log identified a ¿battery discharged¿ (lb3) without prior battery warnings recorded in the event log. An ¿as received¿ battery conditioning test was performed on the returned pcu device found the new battery capacity outside the specified range. Service bulletin 592a recommends replacing the battery. Inspection found the returned pcu battery to be older than 2 years, with a battery with date code of february 2016. Functional testing using a fully charged lab pcu battery installed on the returned pcu found the device alerting for ¿battery low¿ (lb1), ¿very low battery¿ (lb2) and ¿battery discharged¿ (lb3). The root cause of the customer¿s complaint that the unit went to battery discharged, without any alarms to indicate this, is believed to be the results of battery beyond its useful life of 2 years.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the unit went to battery discharged without any alarms to indicated this. Although requested, there were no further details or information provided and no report of harm.